Manufacturer narrative:
The initial report was created in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "long-term safety and efficacy of intraperitoneal insulin infusion from implanted pumps in a large series of patients with type 1 diabetes and initial high glucose variability", 253 patients followed in 12 university hospitals have been enrolled in a multinational, multicenter, observational, prospective cohort study for patients with t1d who are treated with insuman implantable 400 iu/ml in medtronic minimed implantable pumps. Visits occurred according to routine clinical practice for the use of an implantable pump, which is at refill visits (every 40-45 days) and at ad hoc visits related to complications of the insulin treatment regimen or pump. The primary objective of the study was to better characterize identified risks of severe hypoglycemia, hyperglycemia (caused by insulin under-delivery due to pump jamming, pump dysfunction or catheter occlusion), pump pocket infection, abnormal healing (at the surgical incision site after device implantation), and skin erosion. Data after a follow-up of 0.9 ± 0.3 year (>1 year in 97.6%) has been analyzed, representing a cumulated experience of 343.5 patient-years (py). Below is a summary of the study's findings. Comorbidities included: cardiovascular diseases in 26%, retinopathy in 51.4%, nephropathy in 23.3%, neuropathy in 31.5%. Premature discontinuation occurred in 4 cases: 2 by patient decision and 2 deaths of cardiovascular origin. The incidences of severe hypoglycemia, hyperglycemia due to insulin underdelivery, pump pocket infection and skin erosion were 7.3, 18, 1.2 and 0.3 per 100 py, respectively. No ketoacidosis was reported. Surgical outcomes included 7 temporary and 1 definitive explantations, and 9 catheter replacements (incidence: 2.6/100 py). Longer duration of ip experience was significantly associated with lower risk of hyperglycemic events. Conclusion: our study shows sustained efficacy of ip insulin on glucose control with a low incidence of severe hypoglycemia in these patients with multiple comorbidities and initial high glucose variability. Hyperglycemic episodes related to underdelivery events were limited and solved in most cases with no surgical intervention. This data supports the utility of ip insulin delivery from implanted pumps in t1d patients with major glucose control issues. No devices were returned for analysis.